Event description:
Additional information was received indicating the explanted lead exhibited a decline in pace impedance measurements from a stable value of 500 ohms to values approaching 200 ohms. The patient's device was explanted electively to avoid another procedure for device replacement in the near future.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited no output at routine follow-up. Review of device memory found no current electrograms were available as a result but numerous inappropriate non-sustained ventricular tachycardia (nsvt) episodes were observed resulting from noise. Two instances of inappropriate anti-tachycardia pacing (atp) were also noted. A chest x-ray was performed showing the lead was kinked with insulation damage at the point of venous access to the left subclavian vein. The physician attempted to pass a laser sheath over the lead for removal but could not advance it past clavicle. An alternate sheath was used and the physician was able to successfully remove the lead despite difficulty. A new rv lead was implanted without further issue. It was noted the patient is not pacemaker dependent. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed 140mm from the terminal pin with only the proximal segment was returned. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory analysis could not confirm the allegations as the segment returned passed electrical testing.